Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set came out of the patient's body, stuck to his skin, and was not secure. The patient noted that the cannula was bent because the adhesive was not secure. The patient's blood glucose levels were 170 mg/dl. The patient reported the blood glucose levels were lowered after the event. No permanent injury was reported.